Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device showed a "loudspeaker fault" error message. The device was not in clinical use and no patient or customer harm was reported.